Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion with severe calcification and moderate tortuosity in a renal vessel, the stent pxb35-05-17-080 visi pro 035 dislodged during use. A 7fr non-medtronic sheath was used. The vessel was pre-dilated. The device was not passed through a previously deployed stent. A renal vessel rupture occurred during deployment of another stent. The visipro stent was safely removed successfully in tandem with the delivery system without injury or intervention, and a new medtronic device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned with the stent separate. The balloon is in a pre-inflated state and confirmed to be 20 mm. There are stent imprint marks visible on the balloon, and the stent is confirmed to be 17 mm, additional information received reported that the visipro stent did not contribute to the vessel rupture and the stent that caused the vessel rupture was not a medtronic stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the patient had bilateral renal artery stenosis (r>l). The stent became dislodged inside of the guiding sheath with difficulty to be retrieved. The guiding sheath needed to be removed to keep stent intact. A covered stent was placed across the area of rupture/dissection. Procedure was completed without any other complications and patient recovered well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.